Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient called their manufacturer representative (rep) today because their implant was not taking a charge and they had the recharger on it for 40 minutes to an hour with excellent recharge quality. The patient indicated that the battery icon for the ins however, would not build up and still showed it was in the red. The rep suggested that the patient call into patient services for troubleshooting with their equipment and told them that they¿d call back in 15 minutes. The patient also reported that the day before yesterday the ins was empty and they charged it back up to 90% and it was dead again today. The patient stated that this was a change from what they had previously experienced. Prior to the call it was indicated that the patient took out their battery pack and disconnected the antenna. On the call the patient indicated that the green light was blinking on and off and the screen showed they were recharging with excellent recharge quality. It was indicated that the controller had been at 100 percent, but while trying to recharge the ins, it dropped to 80 percent. Patient services worked with the patient to check the recharge speed and it was determined the patient was on speed 4. During the call, the patient recharged with excellent recharge quality for approximately 15 minutes and the ins battery icon was still showing red. There were no traumas/falls/emi that may be related to the issue. The patient also indicated that they had not had any programming changes or usage changes and no other medical tests or procedures. Patient services consulted with repair and it was reviewed that the patient¿s equipment was functioning as expected and they were redirected to their healthcare provider (hcp) to resolve the issue. The patient indicated that they would talk to their rep first. The event began on (B)(6) 2020. The patient continued reporting that they were concerned that their trial worked so that they felt stimulation on both sides of their body, but with the permanent implant they only felt stimulation on the lower left extremities. They stated that they needed it on both sides. The patient stated that they also noticed that since day one, if they coughed or sneezed it would give them a jolt, so a lot of times they turn it down or back up. The patient stated that when they got home after the surgery they were in a lot of pain and could not tell if stimulation was in the correct location because of swelling and infection going on back there. The patient stated that their wife stated it looked better, but it was still puffy around the battery pack and sticks out more than it did before. There were no traumas/falls/emi that could be related. The patient stated that they tried to turn it up to he lp the right side, but it gets so strong on the left it is unbearable. The patient stated that after their initial programming the rep was notified and came out to reprogram them 3 to 6 days later. They indicated that they did get stimulation on the right side, but it needed to be really high for them to feel it. The patient was redirected to follow-up with their healthcare provider (hcp). The event occurred since implanted ((B)(6) 2019). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the infection and recharging issue was unknown. It was noted that the stimulator was working better now.